Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported, on an unknown date, that a spinning spiros® closed male luer, red cap generated a no flow event during patient use. The report stated that the customer recently had a patient where the infusion pump malfunctioned, and no medication was delivered. Prior to dispensing, the bag was filled and the line was purged with a spiral attached. The port was checked and it had blood return. The port was not leaking because there was no crystallization. The customer disconnected the pump, brought it to the intravenous (IV) room, attached it with a needle, and inserted it into a viaflex bag for 30 minutes but no medication was delivered. There was patient involvement. In addition, the customer uses the avanos elastomeric home infusion pump to fill with 5fu for continuous infusion for patients.